Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) last charged their ins several months ago and they needed to have 2 different heart procedures and needed an MRI of their shoulder. Pt was diagnosed with afib so they did not use the ins. They thought they needed to get surgery since the CT scan did not work. Pt noted in march 2019 when they stopped charging the ins they had it replaced and it caused a lump that bothered them when they sat in a chair so they went back to the hospital and had it relocated since the ins had shifted. Only the ins was changed and not the leads. Pt was now inquiring their MRI eligibility for their right shoulder. Pts controller was not charged so they went to charge their controller. Pt will continue to recharge their controller then attempt to recharge their implant battery, patient services reviewed passive recharge mode with pt and ps reviewed MRI mode with pt. Pt will charge their controller and ins so they could enter MRI mode to determine eligibility. Pt will call back for assistance if needed.